Manufacturer narrative:
The complaint source confirmed that the product had been disposed. It is possible that the event occurred due to the anatomy of the pt. However, a confirmed root cause was not possible. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a heavily calcified, moderately tortuous proximal to mid right coronary artery (rca). The physician attempted to predilate the lesion with a 3.75mm quantum maverick balloon, however, the balloon only partially inflated due to the narrow lesion. The physician advanced the taxus express2 3.5x32mm drug eluting stent, but it was unable to cross the lesion. The physician made multiple attempts to cross the lesion, but the distal edge of the stent was lifted up. The procedure was stopped at this point and no further intervention was performed. No pt complications occurred. Pt status is satisfactory.